Event description:
Same case as MDR ID 2134265-2015-03308. It was reported that the burr became stuck on wire. Vascular access was obtained via the femoral artery. The 90% stenosed, de novo target lesion containing a >45 and <90 degree bend was located in the moderately tortuous and a moderately calcified left anterior descending (lad) artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected to treat the target lesion. During the procedure, while passing the 1.50mm rotalink¿ plus through the rotawire it got stuck inside the guide catheter and the wire kicked out. When the physician tried to remove the rotawire, it was noted that the rotawire got stuck on the rotalink¿ plus. The devices were removed together as a unit and the procedure was completed with a different device. No patient complications were reported and the patient status was okay.

Manufacturer narrative:
(B)(4) device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The visual inspection noted that the wire was broken and kinked in the middle section of the device. The distal section was not returned. The overall length dimensional inspection could not be measured due to the wire condition. The outer diameter of the middle and proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-03308. It was reported that the burr became stuck on wire. Vascular access was obtained via the femoral artery. The 90% stenosed, de novo target lesion containing a >45 and <90 degree bend was located in the moderately tortuous and a moderately calcified left anterior descending (lad) artery. A 330cm rotawire and a 1.50mm rotalink plus were selected to treat the target lesion. During the procedure, while passing the 1.50mm rotalink plus through the rotawire it got stuck inside the guide catheter and the wire kicked out. When the physician tried to remove the rotawire, it was noted the rotawire got stuck on the rotalink plus. The devices were removed together as a unit and the procedure was completed with a different device. No patient complications were reported and the patient status was okay.